Manufacturer narrative:
During a follow-up with tandem technical support, customer reported that the next load had gone as intended and that the pump seems to be functioning as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Issue could not be troubleshot with tandem technical support as events occurred in the past. Customer reported blood glucose levels ranging from 180 (mg/dl) to 191 (mg/dl) and delivered correction boluses to stabilize bg level.